Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-l5. It was reported approximately 7 months post op that the patient reported back pain. Images were taken and it was confirmed that both l5 screws broke bilaterally. It was also reported that fusion did not occur. A revision surgery was performed to remove and replace the screws. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual review confirms screw breakage at the base of the bone screw neck, prior to the start of the thread. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect that could contribute to crack propagation. Some fracture surface smearing is noted. Microscopic examination of the fracture surface identified a fairly flat fracture surface with progressive striations consistent with cyclic fatigue. Dimensional examination of the major and minor diameters of the bone screw confirm the implant is within print specification. The above observations are consistent with anticipated wear due to cyclic fatigue.